Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately twenty days post-implant, the patient with this right ventricular (rv) lead returned with complaints of suffocation and dyspnea. An echocardiograph confirmed a pericardial effusion (6mm) of no haemodynamic significance. Additional testing showed the tip of the right ventricular lead had perforated the right ventricle. System interrogation revealed excellent sensing, normal impedances but higher than expected thresholds. A pericardiocentesis was later performed to remove approximately 700cc of fluid and a lead revision then performed. The rv lead was successfully repositioned and to date, remains implanted and in service. The patient has been reported in a stable condition.